Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing an elevated blood glucose (bg) level of 530 mg/dl with an unknown cause. The customer attempted to resolve elevated bg by changing out infusion sets multiple times. On one occasion the customer noticed the cannula to be bent. The customer was instructed to consult with the healthcare provider regarding bg level.